Manufacturer narrative:
No patient information provided as no patient was involved at the time of this event. No parts have been received by the manufacturer for evaluation. Event problem and evaluation: * on 23-nov-2016, a medtronic representative went to the site to test the equipment. After replacing the uninterruptible power supply (ups) batteries, an imaging system check-out was completed; the mechanical tests, imaging tests and safety inspection all passed; system performed as intended.

Event description:
A site representative reported that the imaging system¿s mobile view station (mvs) batteries drop charge in less than a minute. This issue was discovered outside of surgery, no patient was present.